Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of an emergency room visit for possible diabetic ketoacidosis and high blood glucose of 187 mg/dl. Customer indicated that she did not have diabetic ketoacidosis and was treated and released. No further details given.